Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and: fail-usb door missing and usb interface damage. The device failed to boot call tech support and will charge. Share log review passed. The complaint is confirmed by the observation of call tech support. The reported event of an error icon display was confirmed. A root cause could not be determined.